Event description:
It was reported that the patient suffered a fall and fractured ribs. It was also reported that the right atrial (ra) lead was possibly fractured. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.